Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient had an umbilical hernia surgery. The patient had nausea and was not feeling well ever since. Four months after surgery, 2 more hernias developed outside of the mesh area. The patient went back to see the doctor a few months ago, and set up a plan to perform corrective surgery for the 2 hernias/mesh. The patient was in severe pain, had nausea, vomiting and a 101 fever. The patient also started to have bowel issues. The patient was admitted to the hospital where they were diagnosed with 2 hernia incarcerated. There was no blockage in bowel. Concomitant medical products: rx meds: pan meds, oxycodone, nausea medication, zofran, otc meds: aspirin, multivitamin.